Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that reprocessing steps recommended in IFU were not completely conducted due to nonconformities of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following which could have prevented the phenomenon: detection method is described in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection; preventive measures are described in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found angulation in the right direction was out of standards due to worn angle-wire. The gap of up/down knob is out of standards due to worn angle-wire. Liquid leaked due to deformation of grip part. Water was not flowing due to blockage of auxiliary channel unit. Screen was partly dark due to scratch of charge-coupled device lens. The condition of light guide bundle was not good. Charge-coupled device lens was broken. The light guide lens was broken. The adhesive part of distal end was broken. Switch 4 was cut off. There was corrosion at the scope cover unit due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus by the field service engineer, there was reduced angulation of the evis lucera elite colonovideoscope. The issue was found during preparation for use. Inspection and testing of the returned device found foreign material was coming out due to damage of auxiliary channel. Specific foreign material was unknown and it could not be cleaned. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.